Manufacturer narrative:
At this time, product has not yet been returned. It has been determined that there was no indication that the product did not meet specification. Sensor kit expiration date is 30-jun-19. Medical event associated with this complaint case occurred on (B)(6) 2021 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The wife of customer reported that the adc freestyle libre sensor "did not apply" and customer was unable to obtain scan readings. The customer experienced a loss of consciousness, an ambulance was called, and he was treated with fast acting insulin. There was no report of death or permanent injury associated with this event.